Manufacturer narrative:
On 4-may-2026, the following additional information was obtained: site name was initially reported incorrectly. The correct site name is henry ford providence southfield.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire broke on the long bipolar grasper instrument while tissue was being grasped. A fragment fell inside the patient but was retrieved during the same procedure which was complete robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not able to provide additional details of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument has been received for failure analysis evaluation. The instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The instrument was also found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire did not show damage.